Manufacturer narrative:
During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range. The difference in the consumer's readings was determined to be clinically significant. Another control solution test was performed while troubleshooting showing the test strips to fall in range. The meter in question will be returned for eval. Test strip lot #: 1020214204. Expiration date: july 2016. Control solution lot #: 1030214093 range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called into customer care concerned about"...inconsistent blood glucose readings...". It was reported to nova biomedical that the consumer received a result of 55 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 119 mg/dl and 136 mg/dl.